Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. The md tried to insert the iab through the sheath. The iab became stuck in the sheath and as a result, the iab with the sheath was removed as one unit. Another iab was inserted without complications. There were no reported pt complications.